Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 411 mg/dl. Customer stated they sent to hospital for blood glucose over 400 mg/dl due to insulin pump not came on with blank display. Customer provide the treatment that they discharged to home. Customer stated due to high blood glucose display went blank. Customer stated the contacts on the battery cap are not missing or damaged. Customer stated display was not return. Customer did not want troubleshooting due to blank screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No insulin pump or senor transmitter communication anomaly noted. Device uploaded properly using carelink. No upload anomaly noted. Device was monitored for 3 days. No blank display noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.